Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
This device might not have reprocessed the customer's endoscopes effectively because the customer didn't check the concentration level of the disinfectant solution. There was no patient injury report related to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Based on the report, omsc surmised that the cause of this phenomenon was the following factor. Since the disinfectant solution concentration level is not checked each time, this event has occurred. The instruction manual provide warnings and how to inspect the device.